Manufacturer narrative:
This report is submitted on 09 april 2020.

Event description:
Per the clinic, the patient was placed under general anaesthetic for surgery to re-insert the electrode array into the cochlea. The implanted device remains.